Manufacturer narrative:
The report of ineffective therapy was confirmed. Analysis of lead a found a broken wire which was electrically confirmed at channel 8. This fracture is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
E1: the physician information was updated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention where the entire system was explanted on (B)(6) 2023 to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000054527.